Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During surgery it was tried to insert the electrode for more than 30 minutes. In situ testing showed several channels with fluctuating high impedance. A CT scan is scheduled.

Manufacturer narrative:
Additional information: according to the limited information received, the active electrode could not be inserted properly into the cochlea due to anatomical reasons. No benefit was gained by the patient. A revision surgery was carried out successfully to re-insert/re-position the electrode. The active electrode is reportedly fully inserted now and patient is receiving benefit.

Event description:
During surgery, the doctor tried to insert the electrode for more than 30 minutes due to anatomical reasons. As per new information received, a full insertion of the electrode was achieved during revision surgery and the patient is much better.